Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted during testing. The motor was tested outside the device and passed. However, pump error confirmed in insulin pump history with variable due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received an error in the motor was detected by reading unexpected value from hall sensor 3 times yesterday, during night reported the main arm cannot communicate with the motor arm error and also hardware low level failures. The blood glucose value was 162 mg/dl at the time of incident. Pump will come back for analysis and was replaced by a loaner due to bo. Patient requested a blue replacement pump.